Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported there was an inaccuracy during a perc case. The representative reported that they took three spins that appeared accurate at first, but became inaccurate as the surgery went on. Every time they spun, it was accurate, but when they re-spun after placing the screws, it was inaccurate. The first time it was inaccurate by "2mm deep", and the second time it was "off medial to lateral." The surgeon used an awl, but did not tap. They believed that tapping the perc pin may have caused the spine to move. The surgeon decided to re-spin after each inaccuracy, and navigation accuracy was restored. There were two extra spins that were not needed.  The representative performed additional troubleshooting. When trying to replicate the issue the passive planar blunt did look more inaccurate than usual. The representative was going to try another instrument, and try another spine model, as both could be damaged. The representative was going to go into another case and determine if the issue was still persisting. There was a 15-minute delay and no reported impact to patient outcome.